Manufacturer narrative:
The MFR's service rep performed an onsite investigation. A new camera was installed. The system was tested and operated as intended.

Event description:
The customer reports the 9800 system displays a distorted image. No pt injury was reported.